Manufacturer narrative:
The affected device was checked on-site by dräger service. During the analysis it was found that a failure of the pcb elco was the root cause for the reported problem. During a detailed analysis it was detected that a capacitor failed and damaged the pcb elco by leaking capacitor electrolyte. The pcb elco buffers the voltage for the motor blower in order to quickly adjust the rotation speed for each breathing cycle. In case the voltage buffer is insufficient the turbine rotation speed of the motor blower could deviate from the set value. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation the visual and audible alarm "blower defect" will be generate to alert the user. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device posted ¿system failure¿ during use. No injury has been reported.